Manufacturer narrative:
H10 h3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection showed the device was not returned in original packaging. The anchor was not returned. Bio debris is inside the tube. The sutures have been cut from the anchor and are wrapped around the cleat. The cleat is fully extended. A functional evaluation showed the spool cleat is fully extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include (1) incorrect bone hole preparation (2) improper depth insertion and (3) excessive force. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair surgery, the suture of a 2.8mm q-fix all suture anchor didn¿t deploy from the anchor. The insertion site was cleared of all debris prior to insertion. Then it was not possible to use the same hole because while pulling the q-fix anchor out it creates a bigger hole. So, they took a healicoil anchor instead. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. The current status of the patient is good. No further complications were reported.